Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump and blood glucose of 600 mg/dl. Customer stated that the pump was not working. Customer stated that her pump came back on. Customer is traveling in italy and had changed out the battery. Customer stated that the pump shut off when she went to fill cannula after doing a set change, so she changed it out again. Customer treated with a manual injection. Customer stated that this has happened before a few months ago and it came back on. Customer stated that it was blank for about 20 minutes at a time. Customer stated that she did not want to troubleshoot since she's afraid that it will not turn back on and she is in italy. Customer mentioned a low battery alarm in the history from a couple days ago. Customer stated that she was experiencing high blood glucose and woke up with a high blood glucose. Customer bolused but hadn't tested. Customer stated that she is more concerned with the blank display.